Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer had completed a successful startup process and latron controls. The instrument generated an error condition with non-numeric hemoglobin test results for the first patient sample. The customer identified a contained fluid leak of approximately 5 ml from the white blood cell (wbc) bath. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak caused by a hole in the tubing through pinch valve (vl12b). The fse replace the tubing through vl12b which resolved the leak. The instrument ran without any leaks or errors and all repairs were verified per established procedures. (B)(4).